Event description:
A customer reported tubing leaking chemotherapy medication at the point where the softer tubing (that goes inside pump) is joined to the main tubing. Medication was stopped, IV bag returned to pharmacy for estimated calculation of remainder of dose to be redistributed to the pt. There was no pt harm or medical intervention. The risk mgr stated that no further pt or event info can be provided. Note: the medwatch received from the customer indicates the event occurred on (B)(6) 2012, although the customer verbally reported the event occurred on (B)(6) 2012. It is not certain which date is actually correct.

Manufacturer narrative:
(B)(4). The purchasing mgr is working with risk mgmt to determine if the set can be sent back for investigation. At this time, the device has not been received. Should the device be received, a f/u report will be submitted with the results of the investigation.